Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life w/ damage) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 08/18/2015. Device evaluation: the pump has been returned and evaluated by product analysis on 07/27/2015 with the following findings: a review of the pump black box data indicated one cs177 warning due normal battery wear. No evidence of short battery life was observed. During a visual inspection of the pump, the battery compartment was observed to be cracked at the threads. During testing, the ez-prime steps were performed successfully. Current draws measured within specifications. The pump case was removed and no evidence of moisture or loose components was found in the power circuit.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.